Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient's precision system was explanted and the patient is doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to nominal settings. No discrepancies were identified. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated nor confirmed. There were no reported complaints about the functionality of the leads. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient's precision system was explanted and the patient is doing well.